Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump twice alarmed no delivery. Customer does not recall any significant events leading to the error. Customer's blood glucose was above 400 mg/dl at the time of incident. Troubleshooting was done for no delivery and was assisted in performing a fixed prime however, the test could not be completed as the customer was unable to continue troubleshooting. The customer's cousin spoke with troubleshooting and indicated that the customer appears to be systematic of diabetic ketoacidosis and they will drive to the hospital together. No further information was provided.